Event description:
It was reported by the clinician that the 5-inch silicone sleeve that attaches the catheter to the hub, was leaking and exposed to air. This is a recurring problem and there are intermittent kits without the reinforcing sheath. They also noted this is a change out of parts on this arterial line without notification.

Manufacturer narrative:
Sample will not returned for eval. Follow-up report will be filed if add'l info becomes available.